Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, adverse reaction to metal debris, fluid, joint effusion, limping, difficulty ambulating, and iliopsoas bursitis were noted. The fluid was located in the anterior and posterior lateral quadrants and measured 39.8 x 44.3 x 75.2 mm. These findings were found due to follow up testing. Patient further reported limping and pain. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-02040 & 07319).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, a malpositioned acetabular cup, adverse reaction to metal debris, fluid, joint effusion and iliopsoas bursitis were noted. The fluid was located in the anterior and posterior lateral quadrants and measured 39.8 x 44.3 x 75.2 mm. These findings were found due to follow up testing. Patient further reported limping and pain. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, malpositioned acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and lot number - unknown date implanted - unknown; date explanted - unknown; manufacture date - unknown.